Event description:
Clarification: programming changes were made in regards to the inappropriate shocks. The device was explanted for eri few days later.

Manufacturer narrative:
The reported inappropriate therapy delivery was not confirmed in the laboratory. The electrograms were reviewed and the therapy that was delivered was considered appropriate. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital after receiving appropriate therapy for vt. The rate accelerated into the vf zone and inappropriate shock was delivered. The device was explanted and replaced.